Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 05-jun-2020 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 15-jun-2020: distal cap - fixed type failed epoxy seal integrity inspection, insertion tube gauge/dig at stage 1, distal tip annual maintenance, failed dry leak test, distal cap/ case cracked, elevator body sticking, failed wet leak test, bending rubber leak at middle section, umbilical cable bump under pve root brace, bending rubber pinhole, light carrying bundle distal cover glass middle scratched, operation channel- primary mild resistance. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, deflector operating wire, deflector staycoil, bending rubber, distal case/cap, o-ring(0.5x1.3). The video duodenoscope is pending repair and final qc approval as of 24-jun-2020.